Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
It was reported that the cable gave an intermittent signal and did not provide alarms or error messages. No consequences or impact to patient.